Event description:
It was reported in 2008 while in the cath lab, the intra-aortic balloon (iab) was prepped and placed using a sheath via the left femoral artery. The next day, the patient's condition improved and the md decided to remove the iab. The md met resistance while attempting to remove the iab. The patient was sent to x-ray and the fluoroscopy showed severe coarctation, i.e., narrowing at the upper branch of the femoral artery. As a result, the iab was surgically removed. After the iab was surgically removed, the md stated the balloon was torn.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab was returned for evaluation. The super arrow-flex sheath with sidearm was on the iab. The catheter was crumpled from approximately 18.5 cm to 25.5 cm above the bifurcate. The central lumen was bent at approximately 9 cm and 14.4 cm above the bifurcate. Approximately 7 mm of bladder was inside the sheath and 3.8 cm was outside the sheath. The bladder had been cut in a straight line. The end of the central lumen was slightly unraveled and appeared cut. An in-house .025" guidewire was passed through the central lumen from the luer end. There was resistance passing the bends and the wire would not pass through the broken/cut end of the central lumen. The bends in the returned portion of the central lumen were not sufficient to interfer with the removal. The portion of the bladder that was returned was examined under magnification. There wee no holes or evidence of an abrasion seen. A DHR review was conducted on the iab, and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint. Due to the severely damaged condition of the returned iab, it is not possible to evaluate the customer complaint.